Event description:
It was reported by surgeon that he faced difficulty while implanting the toric intraocular lens as the haptic was broken. Lens were not delivered. No other information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1 - address: (B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section e1: initial reporter: telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. .